Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump experienced malfunction during the rewind, load and prime step. It was reported that during the load step, the infusion set was being filled up with insulin. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump prime history showed no evidence of abnormal prime volumes. The pump black box also showed no evidence of loss of cartridge detection. The load step was performed and the pump correctly detected the cartridge. A force sensor calibration test was performed and the force sensor was found to be detecting the correct force. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 253177-03/04/2010-003-r.